Manufacturer narrative:
Note: this complaint refers to the first perceval pvs23 valve. It was reported that the perceval valve was implanted during an aortic valve replacement performed due to endocarditis. Subjects with active endocarditis is listed among the contraindications provided in the perceval instructions for use. As such, the reported incident represents a failure to follow the perceval instructions for use, which may have contributed to the reported event. Investigation is ongoing. Device evaluated by MFR? Not available for return.

Event description:
A patient underwent aortic valve replacement due to endocarditis and a perceval pvs23 was implanted. At the time of implant, paravalvular leak was identified so the valve was removed and replaced with a larger perceval pvs25. The paravalvular leak was still present following the implant of the perceval pvs25, so the perceval pvs25 was explanted and sutured valve was implanted.

Manufacturer narrative:
Correction - h6 - it was erroneously reported in the last submission that "subjects with active endocarditis" is listed among the contraindications in the IFU. As the device was not received for analysis and the serial number remains unknown, no device investigation can be performed. As such, the root cause of the event cannot be established.